Event description:
It was reported that the pt had (unrelated) bladder surgery and the post- surgical external collection system needed to be placed on the same side of the pt's body as was the pt's pump. The pt experienced no related signs or symptoms. The pt's pump and catheter were subsequently explanted. It was reported that the pt resolved without sequelae. There was no information provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details were provided at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).